Event description:
Surgeon reported that prior to implant, surgeon tested the graft for functionality by flushing it with heparinized saline solution and noticed it leaking at its intersection. Attempt to suture leak was unsuccessful. No anastomosis was performed nor tunneling of the graft. Graft was replaced during surgery with a similar device. Surgery was successfully completed.